Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric, de novo, 16mm in length target lesion was located in the non tortuous, non calcified and 3mm in diameter left anterior descending artery. A 7f non bsc guide catheter was used. After an unspecified size pt2 guide wire crossed the target lesion, the 16 x 3.00mm taxus liberté stent was advanced but was not able to cross the lesion. The device was removed and the procedure was completed by implantation of a 3mm x 38mm and 3mm x 24mm taxus liberté stents. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual examination of the returned device found a kink in the hypotube. The kink was located at 38.5cm distal to the strain relief. An examination of the crimped stent identified that the distal edge of the stent was bunched. No other damage was visible along the device. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).